Event description:
It was reported that during an unknown procedure, a small white piece came off the tissue pad and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.